Event description:
An altitude alarm was reported involving the pump. The blood glucose level of the customer remained between 54-500 mg/dl, indicating no specific adverse impact within this range. The customer followed tips provided by customer support to prevent future altitude alarms and replaced the cartridge, after which the pump resumed normal operation.